Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are also unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 36 and 48 hours. The patient was treated with an insulin drip while in the intensive care unit (ICU), and was later moved to another hospital room where she was getting treated with fluids. Patient's mother also reported an infection at the infusion site with this pod, which was discovered upon removal and infection was being treated with bactrim cream in the hospital. Overall symptoms that lead to this medical event include hyperglycemia and high ketones, as well as swelling, redness, bleeding and puss at the infected site. Patient has been in the hospital for 2 days so far, and was still hospitalized at the time of reporting.